Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the up button on the infusion device is damaged; soft rubber components are partly torn off. Caller stated the patient changed the battery and afterwards all of the buttons on the device are without function. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.